Event description:
It was reported that the right ventricular lead impedance has been gradually increasing and became high. The capture threshold was also noted to have increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Maximum ventricular pace impedance rises from 1406 ohms the week ending (B)(4) 2012 to greater than 2000 ohms the week ending (B)(4) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7472 pain stim ipg, implanted: (B)(6) 2006; 748925 neuro extension, implanted: (B)(6) 2005; 3487v-33 pain stim lead, implanted: (B)(6) 2005. (B)(4).